Event description:
During an atrial tachycardia procedure, the device used during the procedure had expired. During the procedure, the fiber optic connection did not work with the catheter. A tacticath se device was used with the same system to complete the procedure with no patient consequences.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. However, tacitcath quartz lot 6188992 expired on feb 25, 2020, which was prior to the reported event date of feb 25, 2023. A review of distribution records confirmed that this product was distributed prior to its expiration date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. Based on the information received, the cause of the reported incident could not be conclusively determined. The cause of the use of expired product is consistent with user error.